Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a procedure, the apollo rf hook, ar-9825, would not heat up when on default setting. The facility then tried turning the apollo rf hook setting higher, and the hook would not heat. The facility then opened a new apollo rf hook and the same issue occurred, as the apollo rf hook would not heat on either settings. The surgeon the used scissors to cut across the tissue due to the 2 apollo rf hooks not working. No further information provided.